Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that two different morphology events were stored in the implantable cardiac monitor. The patient was stable. No further information was available.

Event description:
New information states that the patient moved in a way that could have rotated the device, resulting in the two different morphologies. The morphology was recreated in clinic. The patient was in the supine vs upright position and captured the morphology change real time.